Manufacturer narrative:
Device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08825 inches. Device was received with partially broken reservoir tube lip, reservoir tube missing the o-ring, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A test reservoir was installed and the reservoir locked into place inside the reservoir tube properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on unknown date with blood glucose level was 600 mg/dl at the time of incident. Customer reported he had high blood glucose 1 weeks ago, was brought to emergency room was in the hospital for 3 days and had diabetic ketoacidosis. Customer stated that he was off the insulin pump for 2 weeks now. The insulin pump will be returned for analysis.